Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 8109734. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle is clogged with a bd pen needle 32 x 4 la 5b. This was discovered during flow test when the plunger did not move, is not a bd pen, however, consumer feels it could be an issue with the needle. The following information from initial reporter was translated from (B)(6) to english: she reports that her husband uses the basaglar insulin pen and in that last batch of needles he believes they are clogged. He reports that when performing the pen flow test the plunger did not go down. She mentions that he filed a complaint with the manufacturer of the basaglar pen, but the clerk requested that he contact us because he believed that the problem could be on the bd needles. She also informs that her husband does reuse (2 times), but every time the problem occurred they were in the first use.